Event description:
It was reported that the device epoprostenol (veletri) had leaked/soaked the patients medication bag on the same day it was connected to the patient. Leak noted near the filter of the extension line where it appears that the filter appears to not be sitting flush with the otherwise. Patient was not able to receive prescribed dose of veletri and subsequently exhibited signs of underdosing of veletri such as increased lethargy, pallor. There was patient involvement, but unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5 - describe event or problem: additional information. D3 - manufacturing plant name, d3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - zip code, and d3 - manufacturing plant country: corrected. D9: date returned to mfg.: 12/11/2024. H3 and h6. Codes: updated. Device evaluation: six (6) pictures were received showing the filter in the extension set and the set attached to a cassette. One (1) used set extension was received for evaluation. It was observed that there was insufficient solvent on the bond between the outgoing tubing of the filter and the filter junction. A leak test was performed, and a leak was observed from the bond between the outgoing tubing of the filter. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
Additional information was received stating that the patient is on high dose veletri (epoprostenol) 37ng/kg/min so notably the patient became symptomatic (cold hands, lethargy, abdominal pain/discomfort) as they were not receiving the prescribed dose. Given that parenteral analogues are the most potent medications for pah, abrupt discontinuations can have catastrophic consequences, including the rapid development of acute right ventricular failure.